Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a simplygo mini device. The device was returned to a third party service center. During visual inspection of the device, the service technician noted sieve beds had low o2, the manifold assembly squeaks, the manifold assembly was cracked, the power connector was damaged, and the shipping box was damaged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.